Event description:
The pump was returned for investigation. Investigation revealed that a single component on the pcb was found to be misaligned. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the black box showed multiple occlusion alarms on the reported failure date. The pump powered on normally during load step attempt, the piston stopped at 205 units. Investigators were able to prime the pump and occlusion alarm was duplicated upon the first basal program delivery attempt ,was unable to run the unit for 24 hours. The force sensor calibration reading failed with the highest count specification. The pump was opened and inspected, a single component was found to be misaligned on the pcb. The force sensor resistance reading is within normal specifications. (B)(6).